Event description:
Boston scientific crm received information that this implantable defibrillation lead had dislodged. It was reported the r-waves had dropped from 10.0 mv to 2.0 mv. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the lead was successfully repositioned. Should additional information become available this event will be updated.

Event description:
--

Manufacturer narrative:
A lead revision procedure was being considered. The available information suggests this lead remains in service. Should additional information become available, this event will be updated.